Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced pain at the implantable neurostimulator (ins) site due to the orientation of the device while the patient was seated. On (B)(6) 2017 the ins pocket site was revised and the issue was resolved.